Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation's results, the malfunction is likely caused by the following: we could not identify the foreign material from the provided information. We could not specify the cause of the foreign material that remained in the device from the provided information. No deviation was found in the reprocessing process at the user facility. No physical damage was found at the place where foreign material remained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope displayed foreign material in the air/water nozzle. There was no patient involvement.